Event description:
It was intended to use an endeavor resolute rx drug eluting stent to treat a severely calcified lesion in the distal of the om. The lesion was non-tortuous and had 80 % stenosis. The device was inspected prior to use with no issues noted. The lesion was pre-dilated twice (at 10 atm for 10 seconds). 65 % stenosis remained after the pre-dilation, but the device could not cross the lesion due to resistance noted. No patient complications are reported. The device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damaged. Evaluation summary: the 1st and 2nd proximal segments of the stent had raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.

Manufacturer narrative:
Results, conclusions: inherent risk of procedure (stent deformation). Patient' condition affected effectiveness of device (severely calcified lesion, stenosis). Deformation issue (stent deformed in vivo during positioning). (B)(4).